Manufacturer narrative:
The reported event was confirmed. The root cause of the reported issue could not be identified. CAPA # 9743815 has been opened for this failure. Refer to the CAPA for further action. Visual evaluation of the returned sample noted one opened] large arctic gel pad kit present with original packaging label. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * the hydrogel layer had peeled from the right thigh pad with the liner bundled on top. The hydrogel layer of the right chest pad peeled from the edge when the liner was pulled by the pull tab. Hydrogel was intact with pad and not separated for all other pads. * no crushed dimples or signs of overlamination in the pads. The sample does not meet specifications which states "after laminating the pad (before of the operation of silhouette cut of the pad), peel off the protector that covers the hydrogel, verify that the hydrogel is not peeling off with the protector, the hydrogel must be attached to the laminating film (perform this activity, peeling the protector prior to the sealing area of the pad)." The labeling is found to be adequate. A review of the device history record and manufacturing controls did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. Initial reporter name: (B)(6). H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic gel pad hydrogel peeled off the pad with the liner and was not able to be used. Had to open new pads to treat the patient. Pad coverage was not appropriate with gel peeling off.